Event description:
Pt was implanted at c5-c6 in 2009. Pt subsequently experienced burning pain in the left upper extremity affecting digits of the left hand. Over time the burning resolved except for the digits. Pt has had 3 rhizotomies. The first two were beneficial, the third was not. For the past three months pt has experienced burning, sharp pain in the right forearm. The radiology report dated (B)(6) 2011 indicates "no evidence of surrounding lucency or hardware fracture. No evidence of bony injury or fracture at this site. There is minimal endplate spondylosis seen without significant spinal canal compromise. There is mild facet and uncovertebral joint degeneration on the right greater than the left. Minimal right and no significant left neuroforaminal stenosis is visualized. Ap diameter of the central spinal canal at this level measures 10mm."

Manufacturer narrative:
Review of mfg records for this device found no complaint related anomalies.